Manufacturer narrative:
The pump was returned and investigated on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated intermittent response and required multiple presses to evoke response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.